Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure the customer was facing a constant error c-34 on integrated electrosurgical unit (iesu). Prior to call technical support they have tried to restart generator without improvement. Prior to call technical support they have decided to use the force triad to perform the surgery. The technical support engineer (tse) reviewed live logs and confirmed multiple errors c-34 pointing to hf voltage low. Tse explained caller that the faulty erbe needs to be replaced. The procedure was completed as planned with no indication of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the generator has been replaced out during the case. Actions taken to resolve the reported issue were replacing the generator with a medtronic generator. The system functionality was checked upon powering on the system and it powered on without errors.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the customer reported complaint was confirmed and replicated. Upon visual inspection no issues were found that would be related to the reported event. The erbe was tested using a well-known system and during power-on test, the unit displayed error c-34. The unit will be returned to the original equipment manufacturer for further investigation. The complaint was confirmed based on failure analysis. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.